Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient developed a hematoma requiring blood transfusions. A total of two units of red blood cells, two units of fresh frozen plasma, one unit of platelets, and one unit of cryo were given. A femostop was placed. The patient remained on impella cp support for two additional days.

Manufacturer narrative:
The investigation into access site bleeding has been completed. The root cause of the access site bleeding could not be determined since the product was not returned and insufficient clinical details were provided. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-12672 and should not have been. H.6 code 4641 was inadvertently omitted from the previously submitted manufacturer device report number 1220648-2024-12672 and has been added. Code 925 was added since the initial manufacturer device report number 1220648-2024-12672 was submitted in accordance with updated procedures.